Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation (detailed as follows): analysis found no significant damage to the packaging, no wires out of their respective lumens and no damage to the cuff at the distal end. However, the inflation tube assembly (with balloon / pillow) was detached from the main tube, there was adhesive on both sides of the mounting surfaces and the point of separation was consistent with being torn apart. The assembly instructions include an inflation joint pull test and a 100% leak test during production. The information most likely indicates the damage occurred when removing the device from its packaging, or just after, when handling prior to the customers inflation test.

Manufacturer narrative:
The device was received and pending evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "there is no abnormality when opening package. It was tested and found the balloon wire is detached from the wall of tube. There is no impact on the patient."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.